Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during patient infusion. The device was programmed to deliver rituximab at a rate of 200 mg/hr. However, as the infusion was nearing completion, under infusion was observed. Therefore, manually added more volume to be infused. Upon reassessing the patient, it was observed that the infusion rate had dropped from 200 mg/hr to 50 mg/hr. The pump was then reprogrammed; however, it was subsequently noted that the rate had changed again, with the pump defaulting to a lower rate of 50 mg/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no. Should additional relevant information become available, a supplemental report will be submitted.